Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi". Back to back blood tests resulted in "hi" and "hi". Customer states that she had a procedure yesterday and her glucose was 450mg/dl. Last results in memory were "hi", "hi", "hi" and "hi". No adverse event reported.